Manufacturer narrative:
Product analysis: analysis noted that analyzer failed incoming bench and functional testing. The analyzer was out of electrical specification. The analyzer was sent to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was found in a programmer at a clinic with a sign that said "broken" attached to the analyzer. The specific issue with the analyzer is unknown. The analyzer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.